Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the controller was charged to 40 percent when they attempted to charge the ins. It showed good or excellent quality, but the charge level wasn¿t increasing. The caller stated that they saw the connection was made with the recharger/ins, but the patient stated that it had been that way since 5 am this morning (approximately 6 hours). They stated that just before the call they reviewed the recharging speed and changed it from level 3 to level 4. Technical services suggested using the recharge belt, establish excellent connection and then leave the controller alone and ensure the patient was sitting still. It was suggested that they monitor the charging over the next few hours and to call back or page a rep if the issue continues.